Manufacturer narrative:
Submission of this report does not represent a conclusion or admission by vascular solutions, inc., that the content of this report is complete or accurate, that the device failed or malfunctioned in any manner or that the device caused or contributed to a death or serious injury of any person. Device not returned to manufacturer.

Event description:
During a clinical procedure an expro elite snare became entangled with an ivc filter leg. When the snare was removed, the snare fractured and a fragment of the snare loop was left in the patient. No additional information is available.